Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) due to error 2303. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left mtm was analyzed and was installed onto a golden system where the error was triggered indicating fault on the axis 2 replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 2. Once testing was completed, the axis 2 motor was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the axis 2 motor was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the error 2303 was detected on the surgeon side console (ssc). The procedure was aborted and there was no report of patient involvement or patient injury.